Manufacturer narrative:
The information described in this report was collected by the society of vascular surgery patient safety organization for the vascular quality initiative (vqi). Vqi data is double blinded, and is not managed, maintained or supervised by gore or any representative of gore. No additional information related to this event will be made available to gore by the vqi. Therefore, further investigation is not possible.

Event description:
It was reported to gore via the vascular quality initiative (vqi) that on an unknown date in 2014, a patient underwent emergent endovascular treatment of a symptomatic acute dissection in zone 3, which extended to zone 4. The tevar indication was for pain, refractory hypertension and rupture in zone 4. The primary entry tear was located in zone 4 and was covered. A conformable gore® tag® thoracic endoprosthesis (tgu313115) was implanted within zone 4, with coverage extending from zone 3 to 4. At the time of the initial procedure, the maximum aortic diameter was reported to measure 38mm, in zone 4. The maximum aortic diameter within the treated area at discharge was reported to measure 34mm. There were no complications reported. It was reported that the patient had a spinal drain placed and was transferred to the intensive care unit and discharged to home on unknown post operative day(s) 8. The patient underwent follow up visits on unknown pod(s): 58 and 343. On an unknown date, approximately pod 58, follow up imaging reported the maximum aortic diameter within the treated aorta, evg measured 40mm. On an unknown date, approximately pod343, no follow up imaging reported.